Manufacturer narrative:
Patient information requested and all available information is included.

Event description:
Patient was noted to be over sedated requiring narcan, customer called requesting log review to determine pca programming as a syringe that was loaded at about 3 am was unexpectedly observed to infuse at a rate of 40 ml/hr. Review of data residing in the pcu log confirmed the reported over infusion. The root cause of the customer's experience was determined to be user programming. A review of the programming parameters found that the concentration had been entered incorrectly. Instead of entering a concentration of 0.5 mg/1ml which was the concentration previously used, the user entered a concentration of 1mg/40 mls (0.025 mg/ml) resulting in a single pca dose of 40 mls or the entire contents of the syringe. It was reported that the following administration of narcan the patient fully recovered without further adverse effect.